Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode due to oversensing of noise on the right atrial channel, which resulted in a minute ventilation (mv) vector switch. This pacemaker remains implanted and in service. No adverse patient effects were reported. This supplemental report is being submitted to include the evaluation conclusion code in h6 of this report.

Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode due to oversensing of noise on the right atrial channel, which resulted in a minute ventilation (mv) vector switch. This pacemaker remains implanted and in service. No adverse patient effects were reported.